Event description:
The customer reported visualizing two aim beams (one out each side) of the fiber at 20,000 joules during prostate vaporization. Per the customer, there was no visible physical break in the fiber. Neither the pt nor the end user experienced any injury as a result of this event. The procedure was completed with a second fiber.